Event description:
Hospira buretrols have an in-line float valve (or valve flap) which makes priming the buretrol difficult. Sometimes the valve flap does not completely seal, causing air to be introduced into the system. In this case, there was fluid in the buretrol. The anesthesiologist attached the IV line to it, and then induced the patient. Upon induction, the patient became hypotensive, EKG showed st depressions, and turned ashen. There appeared to be an air/fluid interface moving toward the patient in the distal end of the IV tube. The anesthesiologist immediately disconnected the IV, and the nitrous oxide was discontinued. The patient was given oxygen and epinephrine. He responded well to both, and the surgery proceeded. The patient likely had a venous air embolism.